Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced difficulty loading a cartridge onto the pump. Reportedly, the customer attempted to load a cartridge but the cartridge slightly moves out of place with multiple cartridges. The contact was able to load the same cartridge on an alternative pump. There was no impact to the customer's blood glucose level. The contact stated would use an alternate pump for insulin therapy.

Manufacturer narrative:
There was no reported adverse impact to customer's blood glucose. (B)(4).